Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection indicated that hte version 1 rv and ra setscrews extended and retracted normally. The rv ring leaf spring dimension was found to be out of specification, indication no therapy was available. The device did not pass pin gauge testing due to plastic flash blockage at the rear exit of the ra tip setscrew block, preventiong full insertion of a 0.65 pin gauge to the end of the lead bore. Analysis concluded that this flash in the ra lead bore may have caused or contributed to the ra lead noise issue. Analysis also concluded the rv ring leaf spring dimension was out of specification which could also have caused or contributed to the rv lead noise issue.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise and oversensing on both the right atrial (ra) and right ventricular (rv) leads. The ra lead exhibited low pacing impedance measurements less than 200 ohms. It was noted that the device was implanted subpectoraly and the physician wanted to electively explant the device during the lead revision procedure. A revision procedure was performed and the leads and device were explanted. No adverse patient effects were reported.